Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on november 5, 2015. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on april 27, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece heated abnormally. Timing of the event and patient impact are unknown. Additional information has been requested but not received.